Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem coating is too thick, resulting in the stem to perch. Surgeon has attempted 4-6 mm countersink of the broaches to fully prepare femur for the stem. Even with the preparation, the final stem implant has considerable perch. Surgeon suggests that the stem coating is too thick and should be minimized. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap fluoroscopic image of the left hip during total hip arthroplasty. There is a small gap between the femoral collar and intertrochanteric proximal femoral metaphysis. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.